Event description:
Hcp states that the pt surgical incision was not healing. Pt was given perioperative antibiotics and the device was explanted in 2002. No report of culture taken and pt was given IV antibiotics. Prior to surgery the pt was of debilitated status with emphesema and congestive heart failure. Pt has not returned to the clinic and hcp is unaware of the final pt outcome.